Manufacturer narrative:
Exact date unknown, event occurred for the past 6 months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain coverage. It was also stated that the patients ipg would not hold a charge and was nonfunctional. The patient underwent a revision procedure wherein a linear lead was added and the ipg was replaced. The patient was doing well postoperatively and the explanted ipg was not returned.